Event description:
It was reported that a confirmed motor stall and motor stall recovery were recorded in the pump event logs. The motor stalled on (B) (6) 2010; it recovered 2 days later on (B) (6) 2010. The patient was not exposed to an MRI, or any other electromagnetic source. The patient's wife confirmed hearing the audible alarm. The patient was symptomatic, feeling as if "he had the flu". The hcp reported that the patient had a withdrawal. Additional symptoms included nausea, diarrhea and gastrointestinal upset. The cause of the stall had not been determined. It was later reported that the pump contained dilaudid 30 mg/ml at a dose of 5.75 mg/day. The pump was explanted and replaced due to the motor stall; the battery was "close" to depletion, as well. The patient recovered without sequela.

Manufacturer narrative:
(B) (4). (B) (4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.